Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the insertion of the lumbar catheter, the terminal part of the catheter broke due to osteophytes of the patient, and the terminal portion of the catheter remained in the patient. The healthcare professional changed the catheter and implanted a new one into the patient. This resulted in a procedure delay of 20 minutes.